Event description:
Reportedly, on (B)(6) 2017 at 05:00 p.m., the patient was urgently transported to the hospital and received cardiac massage. Between 05:30 p.m. And 06:00 p.m. An urgent defibrillator (ICD) check was performed. The findings and outcomes from the ICD check were as follows: - a warning message was stating it was detected on (B)(6) 2016 that rrt had been reached by the paradym (B)(4) in question. - although the ICD had reached the recommended replacement time (rrt), no tachycardia events were recorded in the device memory and normal pacing behavior was confirmed. - in the battery curve, the battery voltage was showing increase after decreasing to below the level of rrt. A replacement procedure was scheduled on (B)(6) 2017, in which a quadripolar crt-d from a different manufacturer is expected to be implanted. The patient has had heart failure since before. It was considered that his heart failure had aggravated when he was transported to the hospital. Preliminary analysis did not reveal any defibrillator malfunction; however since noise oversensing was observed, a ventricular lead issue could not be excluded with certainty.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2017 at 05:00 p.m, the patient was urgently transported to the hospital and received cardiac massage. Between 05:30 p.m. And 06:00 p.m. An urgent defibrillator (ICD) check was performed. The findings and outcomes from the ICD check were as follows: a warning message was stating it was detected on (B)(6) 2016 that rrt had been reached by the paradym dr8550 in question. Although the ICD had reached the recommended replavement time (rrt), no tachycardia events were recorded in the device memory and normal pacing behavior was confirmed. In the battery curve, the battery voltage was showing increase after decreasing to below the level of rrt. A replacement procedure was scheduled on (B)(6) 2017, in which a quadripolar crt-d from a different manufacturer is expected to be implanted. The patient has had heart failure since before. It was considered that his heart failure had aggravated when he was transported to the hospital. Preliminary analysis did not reveal any defibrillator malfunction; however since noise oversensing was observed, a ventricular lead issue could not be excluded with certainty.